Event description:
It was reported the system cine images are black with white noise. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor, cine drive board, cine bridge, interconnect cable, and the left monitor were replaced during the service call. The system was tested and found to be working as intended and put back into service.